Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Pump received with cracked battery tube threads and stripped battery cap(p) coin slot.

Event description:
The customer's dad reported via phone call that the insulin pump was cracked at battery compartment. The customer¿s blood glucose level unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.